Manufacturer narrative:
Product complaint # =(B)(4). D4 UDI number: UDI/gtin unavailable as this device is from a kit. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ was the faulty product used on the patient? No it was not used ¿ are there any photos of the damaged product available? Pictures are not avaliable the following information was requested, but unavailable: additional information: d4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: 3658664 and 3657093 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and hemostatic agent dual applicator device was used. The white spray tip would not come off the applicator. After 15 minutes of trying different methods, they told to get a whole new device. No adverse patient consequences were reported. Additional information was requested.